Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 89 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store product in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history( time not set correctly): (B)(6). Customer tests the blood test in the mornings fasting regularly. Customer has not had any changes in the diet or exercise or medication. Unable to perform a back to back test due to the improper storage of the test strips. Customer was advised of the proper storage of the strips.